Event description:
Following information reported the spreader bar detached during lowering of the lift. This occurred while placing the patient in bed. No injury was sustained.

Manufacturer narrative:
After inspecting the lift, it was determined that there was no issue with the spreader bar. During a customer visit, it was confirmed that an object above the patient's head hit the gray clips, causing the spreader bar to release. The event was thoroughly investigated in consultation with the manufacturer of the lift. It was concluded that it is unlikely that an object hitting the clip could cause the spreader bar to detach. However, if the spreader bar was initially poorly installed and then an object hit the fragile connection, it is more likely that this could cause a detachment. The instructions for use dedicated to maxi move (04-km-00/1gb) state: "ensure the spreader bar is securely connected to the jib before commencing with the lifting procedure." The fact that the staff indicated the spreader bar did not want to stay on suggests an incorrect attachment of the spreader bar to the lift. The staff was advised on the correct method to attach the spreader bar to prevent recurrence of such events. To summarize, arjo device was used for a patient transfer when the event occurred and from that perspective it played a role in the event. Although no device failure was observed during inspection, the spreader bar detached therefore the device did not meet the specification.

Manufacturer narrative:
The investigation is ongoing. The results will provided when it is completed. The date of event in section b3 is estimated based on the awareness date. UDI in section d4 was not provided as the device was manufactured before UDI implementation.

Event description:
Following information reported the spreader bar detached during lowering of the lift. This occurred when the patient was playing in bed. No injury was sustained.